Manufacturer narrative:
(B)(4).

Event description:
Procedure: appendectomy. According to the reporter: when the first reload was loaded onto the idrive, there was no reaction. No problem in opening and closing the jaw was confirmed. New one was opened to complete the case with no problem. It was not used on patient. No tissue damage, tissue loss, bleeding or unanticipated tissue loss. Nothing of adverse event caused by extension of or time was reported. The customer reports the patient current status is good. No info of product lot# is available. No patient info is available. The customer did not know if reinforcement material was used.